Event description:
It was reported that the image of the subject device repeatedly appeared or disappeared. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair facility for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable section, head side watertight. Watertightness of the image capture. Based on the results of the investigation the cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. The event can be prevented by following the instructions for use which state: do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. There is a risk that the camera cable may break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the subject device repeatedly appeared or disappeared. There were no reports of patient harm.